Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify low battery anomalies noted. Failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm due to motor error alarms. Pump received with minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had random no delivery alert but then self corrects it was self, it did not cause to have to change site, scratches on screen but still can read insulin pump, rejected battery but was not a new battery, changing batteries about every 2-3 weeks and had not diminished since first day of receiving. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.